Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 85996, were returned and analyzed. The data files showed at least 11 applications were performed with the returned balloon catheter on the date of the event. System notice (B)(4) ¿the refrigerant delivery path is obstructed¿ was triggered on one application and system notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. During the performance test, system notice (B)(4) ¿catheter not recognized¿ was triggered. The impedance reading between two pins was out of the specification. Dissection/ pressure testing showed a guide wire lumen kink 0.9 inches and 1.54 inches from the tip of the catheter, and a guide wire lumen breach 0.9 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the balloon catheter and mapping catheter subsequently tested out of specification per the manufacturer's investigation.